Event description:
It was reported that the drain bag had extreme kink in the tubing which made it unusable.

Manufacturer narrative:
The reported event was confirmed, however the cause was unknown. Visual inspection noted 2 boxes of (B)(4) units each of center entry bags were received. Both the boxes were in very poor condition, and there was a evidence of opening and resealing on the exterior of the box. The samples were tested and noted one box of samples had 30 drain bags with their inlet tubing kinked right above the entry into the bag. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure mode could be due to incorrect assembly operation/ components placement/ accessories. The product was not used for the diagnosis or treatment. The product had failed to meet the specifications, and was influenced by the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "this product is a bard center entry closed system urinary drainage bag and is sold as single use, non-sterile bulk pack (n=40) with appropriate labeling identification and revision data as well as manufacturer contact information. The case box also identifies the product as not containing latex. The product is designated as prescription only (rx only). Thus, in determining requirements for adequate instructions for use, prescription devices was consulted as appropriate reference. As determined by this assessment, this device may be exempted from instructions for use per the assessment." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the drain bag had extreme kinking in the tubing which made it unusable.